Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider checked the ventilator and found it was turning on normally, performed the flow sensor and oxygen sensor calibration successfully, circuit check passed successfully and the ventilator was returned to use.

Event description:
It was reported that during set up the ventilator was inoperative. There was no patient involvement.